Event description:
A spinal cord stimulator was placed on this patient at the beginning of the month. At the end of the month, this patient was readmitted with purulent drainage and pain at the incision site and complaints that the device was not working per the physician assistant (pa). X-rays were obtained before surgery that showed the device was distorted from its original images. Today the device was explanted. Upon exposure the device paddle was in pieces along the spinal cord. All pieces were retrieved and kept for further evaluation.